Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving several no delivery alarms. Customer also stated they changed out their battery and was now receiving a battery out limit alarm. The customer's blood glucose was 432 mg/dl. Customer had treated their blood glucose with the insulin pump. It was found the customer did not receive a battery out limit alarm after troubleshooting occurred. No additional information provided.